Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was bent. There was no indicated patient involvement nor harm. Additional information was requested.